Event description:
Caller reported false negative hcg results with two urine samples when testing on consult hcg cassette test vs confirmation as positive by beta hcg test. Customer obtained negative results on 2 urine samples from pts who obtained positive results when using home pregnancy test. They are also confirmed positive by beta test (no quant values available). Caller did not have more detailed info on these pts.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg100223-01; 100miu/ml hcg urine lot: hcg100513-01; 228.6iu/ml hcg urine lot: hcg100420-02. Summary of results: the retention device meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=3) the 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3) the 228.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=2) conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.